Event description:
As reported through the japanese tavi registry reporting system, the patient underwent transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia valve in the native aortic position. The valve deployment position was more on the aortic side than expected and transthoracic echocardiography (tte) showed calcification displaced at the left coronary artery ostium. The risk of postoperative occlusion was considered high and thus stent(s) was placed in the left main coronary trunk artery (lmt) (chimney stenting). As of this day, the outcome was "resolving". The patient was in his 70s.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in the aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted

Manufacturer narrative:
Correction to a2. Update to b5 and b7.

Event description:
Additional information was reported that the planned valve deployment position was 70:30 (ao/lv) and the final valve deployment position was about 80:20 to 90:10 (ao/lv). No abnormalities were noted on balloon inflation and delivery system during valve deployment. It was considered that the shortening of the valve frame during inflation was more than expected, and the implant position became higher.